Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) leads due to cied system/pocket infection. Due to significant comorbidities, the patient was deemed unfit for surgical intervention or surgical backup. Pre-procedural venography showed that the leads were bordering the lateral wall of the superior vena cava (svc), causing concern for vessel externalization. Spectranetics lld ez lead locking devices (lld ezs), along with suture ties, were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the rv lead, the lead was successfully removed. Next, switching to the ra lead, using the same technique, advancement was made to the innominate, when the lead detached and was removed. Then, targeting the lv lead, the lld ez broke at the pocket, and the suture ties were used to maintain traction. When progress was made to the svc/ra junction, the patient¿s blood pressure dropped, and releasing the traction, the patient stabilized, but then declined again. There was no pericardial effusion detected via transesophageal echocardiogram (tee); however, there was free fluid within the chest, and an svc perforation was confirmed on further imaging (MDR #3007284006-2025-00140). Due to the patient's fragility and ineligibility for surgical intervention, the procedure was terminated, and the patient did not survive. This report captures a portion of the lld ez within the lv lead that separated and retained in patient.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6) relevant tests/laboratory data - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3/h6): a portion of the device was discarded and a portion remained within the patient, thus no product investigation was performed, and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
B2 correction) outcomes attributed to adverse event updated from life threatening to other.